Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient (B)(6) in height. During transfer from the cath lab to the cicu, the helium gauge was bouncing around between amounts left and at times was showing all black. The pump did alarm twice "low helium tank pressure" when the gauge showed black. The pump never stopped pumping and supporting the patient. When the clinical support specialist arrived on the unit, the pump was pumping without issue and showing the helium tank as 3/4 full. The css then checked the tank and the resister and everything was secure. When the css rocked the pump back into place in the helium well, the gauge went black and alarmed low pressure. The pump never stopped pumping. The css then rocked the tank out of the well and the gauge again showed 3/4 full. The css placed a towel behind the helium tank to leave it propped up with the door open and another pump was brought bedside to exchange out. The registered nurse then swapped the patient to the new pump with no difficulty. Pumping was interrupted during pump exchange no more than 10 seconds. The patient is being supported appropriately on the second pump and the first one has been pulled from use until assessed by field service representative. The iab was inserted via the patient's right femoral artery. Length of time prior to the event is <1 hour. Patient outcome is stable. On 09/19/2016- field service report: (B)(4) received. Symptom: helium tank pressure reading would intermittently show no pressure in tank. On a patient. Pump was switched out immediately. Iabp therapy was completed as planned. No patient complications or other intervention was required. Findings/action taken: replaced internal cable. Part being returned on (B)(4) fcn level: (B)(4), software level: 2.24 confirmed

Manufacturer narrative:
(B)(4). The fe (front end)/bp (balloon pressure)/hel (helium)/fp (front panel) cable (p/n: 77-3712-001) was returned for evaluation. Visual inspection of fe/bp/hel/fp cable was performed and no abnormality was found. The continuity test of the fe/bp/hel/fp cable was performed and passed using digital multimeter. The fe/bp/hel/fp cable was then installed into known good autocat2w and performed voltages check using digital multimeter and passed. The pumping was initiated and found the helium tank pressure reading was intermittent (pressure on the pressure icon shown no pressure) when the cable was flexed near the d-sub connector. The fe/bp/hel/fp cable was then removed from the pump. Further visual inspection was performed and noted the pin hole (pin 8) on the d-sub connector was too large. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "alarm, low helium tank pressure" is confirmed. The fe/bp/hel/fp cable failed functional testing. The pump alarmed low helium tank pressure when the cable was flexed on the d-sub connector. Also, the pin hole (pin 8) on the d-sub connector was too large and caused the alarm/displayed empty pressure tank. The cause of pin hole expanding is undetermined.

Event description:
It was reported that the event involved a patient (B)(6). During transfer from the cath lab to the cicu, the helium gauge was bouncing around between amounts left and at times was showing all black. The pump did alarm twice "low helium tank pressure" when the gauge showed black. The pump never stopped pumping and supporting the patient. When the clinical support specialist arrived on the unit, the pump was pumping without issue and showing the helium tank as 3/4 full. The css then checked the tank and the resister and everything was secure. When the css rocked the pump back into place in the helium well, the gauge went black and alarmed low pressure. The pump never stopped pumping. The css then rocked the tank out of the well and the gauge again showed 3/4 full. The css placed a towel behind the helium tank to leave it propped up with the door open and another pump was brought bedside to exchange out. The registered nurse then swapped the patient to the new pump with no difficulty. Pumping was interrupted during pump exchange no more than 10 seconds. The patient is being supported appropriately on the second pump and the first one has been pulled from use until assessed by field service representative. The iab was inserted via the patient's right femoral artery. Length of time prior to the event is <1 hour. Patient outcome is stable. On 09/19/2016- (B)(4) received. Symptom: helium tank pressure reading would intermittently show no pressure in tank. On a patient. Pump was switched out immediately. Iabp therapy was completed as planned. No patient complications or other intervention was required. Findings/action taken: replaced internal cable. Part being returned on (B)(4) fcn level: 1416, software level: 2.24 confirmed.